Event description:
It was reported that this atrial lead, exhibited noise that was sensed and caused the implanted device to issue an alert for atrial arrhythmia burden. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).